Manufacturer narrative:
Device evaluation summary: upon receipt the device contained clear gel. No foreign material was observed within the device or on the shell surface. During initial evaluation a crease was observed on the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. Rupture complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. A manufacturing record evaluation (mre) was performed for the finished device 6002087 number, and no non-conformances related to the reported complaint condition were identified. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number ip-00508866. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a patient underwent breast surgery with mentor gel implants 800cc. Now this patient presented with bilateral capsular contracture baker grade unknown and bilateral breast implant rupture. As a result, the devices were explanted, and replaced with mentor gel breast implants on (B)(6) 2019. During explantation, the right side device was found to be intact. This report is for the right side. This report contains supplemental information for mentor psr reference number ip-00508866.